Manufacturer narrative:
Insulin pump passed displacement test. Pump received power error due to connector resistance issue. Device failed sleep current measurement and active current measurement due to unexpected battery power loss, corroded battery tube and pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that she called 2-3 weeks ago the pump was telling her to change the battery and a power error alarm occured. Troubleshooting was performed. The internal power source in the pump is unable to charge. The insulin pump will return. The customer's blood sugar is unknown.